Event description:
It was reported to boston scientific that during the placement of a rx wallstent biliary endoprosthesis, the "delivery catheter severed into two pieces" and remained in the patient. The physician "used a stent retrieval device to remove it" and "was able to place this stent successfully". The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation is in progress; results will be provided in a follow-up medwatch report. The february 2007 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.